Manufacturer narrative:
Follow-up #1 11/23/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the black box history showed that a blank basal program was activated on (B)(6) 2011 at 5:46 pm. The pump was exercised for 24 hours; there was no change in basal rate settings during testing. The pump was found to be calculating the remaining insulin correctly during testing. The pump was primed until 20 units remained in the pump and the pump emitted a low cartridge warning. The cartridge was removed and 20 units were visually confirmed remaining.

Event description:
The lay-user/patient contacted animas alleging that the pump spontaneously cleared the basal program and the bolus options appeared to go back to factory default settings. The patient claimed the issue occurred when he removed the pump out of his pocket to bolus and noticed the home screen said basal amount 0 units, active basal program empty. When he went to enter a bolus of 27 units, the patient stated the pump gave him a low cartridge warning indicating he had less than 10 units when in fact he had about 75 units of insulin left in the cartridge. At the time of troubleshooting, the patient confirmed that the pump's date and time were correct. During review of pump history, the patient confirmed there was no low cartridge warning in alarm history. The only recent alarm appearing in pump history was a low battery warning, which the patient confirmed he had also received. Total daily delivery showed correct date but all 0s. Advance settings showed bolus options off; however, the patient reported he had the option enabled. At the time of troubleshooting, the patient went through rewind, load and prime steps and confirmed prime was successful and it was now recording the correct amount of insulin in the cartridge. Advance screens were set to factory default settings. The patient denied making any changes to basal settings or advance features. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.